Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal anchor did not exit the sheath. The delivery system was retracted and clicked into place, but no anchor was visible at the tip. Closure could not be achieved. The procedure was a antegrade percutaneous transluminal angioplasty, with no calcification at the lesion site. A 6 french sheath was used. Severe retroperitoneal bleeding occurred and could not be controlled with manual compression, requiring surgical intervention. The patient fully recovered, and no lasting damage was reported. The event resulted in serious injury. Additional information received on 11 aug 2025: the procedure being performed was a percutaneous transluminal angioplasty of the superficial femoral artery using a 5 french sheath. A pre-deployment angiogram was performed. No difficulties were reported with arterial access, sheath, guidewire, or catheter insertion. The angio-seal device was inserted without issue. Blood loss exceeded 250cc. The patient remained stable. No concomitant devices were used with the angio-seal. The patient had no history of bleeding disorders but was on daily blood-thinning medication (acetylsalicylic acid 100 milligrams per day). No multiple punctures were performed, and the posterior wall of the artery was not punctured. The puncture site was located in the anterior iliac artery, distal to the inguinal ligament. The patient received 5,000 international units of intra-arterial heparin during the procedure. Bleeding originated from the puncture site and progressed to retroperitoneal bleeding. A computed tomography angiography scan was performed to confirm the diagnosis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The device was returned and was confirmed for a non-deployment pullout. Functional testing was performed, and the device was able to deploy properly. It is likely there was an obstruction to the distal tip preventing device deployment. Retroperitoneal bleeding was reported, although the cause was not able to be determined. Sufficient details regarding the event were not provided, and a determination was unable to be made. As a result, the complaint was able to be confirmed. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).